Manufacturer narrative:
An event of a valve appearing to be smaller than an its size and severe regurgitation was reported. The investigation found that the valve was dehydrated. Images were received from the field that appeared to show a dehydrated valve, consistent with the returned device. Information from the field indicated that about 10 minutes occurred between removing the valve from the patient and putting it back on the loading base. The field also indicated that there was about 3 minutes between rinsing and loading prior to procedure and 5 or 7 minutes from loading to attempted deployment of the valve. It is likely that the valve tissue being dehydrated pulled in the stent on the annulus end, making it appear smaller than normal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This confirmed that a 27mm stent and 27mm tissue was selected for use during the manufacturing of the valve. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was selected for an implant. It took 3 minutes between rinsing and loading prior to procedure. No complications were reported during the loading phase; the valve fit perfectly into its base. At 80% of the deployment of the valve, the valve did not open well. An angio check was performed and the valve seemed small and severe regurgitation was found. The valve was resheathed and redeployed, but the problem persisted and leak was found. The valve did not open properly and it did not arrive at the left sinus as intended. It took a total of 5 or 7 minutes from loading to attempted deployment. Given the situation and the strange behavior of the valve, the physician selected a new 29mm navitor and a new flexnav. The new valve was correctly deployed with a good result and the procedure ended without any complication for the patient. At the end of the procedure the physician removed the first 27mm navitor valve from the delivery system and checked the condition. The valve appearance was not that of a 27mm navitor valve. It was smaller than the own loading base of loading system lg. To verify the size, the physician put the navitor 27 mm into its base and it appeared smaller than base. It took about 10mins to load the valve on the base. The patient remained hemodynamically stable throughout the procedure. No patient consequences were reported.